Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. There was buckling to the inner liner at 1cm from the tip. Microscopic examination revealed no additional damages. A 0.035" guidewire was sticking out from the tip of the device. The 0.035" guidewire returned stuck inside the stent delivery system. The stent appears to have been deployed and did not return for analysis. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the delivery system was stuck on the wire. A 6x80x130 eluvia self expanding stent was selected for use a percutaneous transluminal angioplasty (pta) stenting procedure in the superficial femoral artery (sfa) via antegrade access on the ipsilateral side. The 99% stenosed target lesion was moderately calcified, and moderately tortuous. Following pre-dilation, the eluvia was advanced ipsilateral over a 0.035 non-bsc guidewire and deployed. Following stent deployment, the delivery system became stuck on the guidewire. The non-bsc guidewire was cut with scissors, and the actual device was retrieved as it was. It was noted the handle and the shaft of the delivery system were kinked. The physician commented that the thumbwheel was turning during removal from the guidewire. There were no patient complications reported. The patient's status was good post procedure.

Event description:
It was reported that the delivery system was stuck on the wire. A 6x80x130 eluvia self expanding stent was selected for use a percutaneous transluminal angioplasty (pta) stenting procedure in the superficial femoral artery (sfa) via antegrade access on the ipsilateral side. The 99% stenosed target lesion was moderately calcified, and moderately tortuous. Following pre-dilation, the eluvia was advanced ipsilateral over a 0.035 non-bsc guidewire and deployed. Following stent deployment, the delivery system became stuck on the guidewire. The non-bsc guidewire was cut with scissors, and the actual device was retrieved as it was. It was noted the handle and the shaft of the delivery system were kinked. The physician commented that the thumbwheel was turning during removal from the guidewire. There were no patient complications reported. The patient's status was good post procedure.